Manufacturer narrative:
(B)(4) the device was not returned for evaluation, but a device history review was obtained for lot number 79006. There is nothing in the device history record that would indicated that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
On (B)(6) male patient underwent mics-CABG procedure with clip placement. The patient has ischemic heart disease. After the initial case (unknown date), the patient developed a minor stroke, and that was controlled with medical therapy. The physician stated, although a thrombus was not observed in a laa before surgery, there was an aneurysm in the left ventricular. The minor stroke may have been caused by the aneurysm. When the minor stroke occurred, thrombus was not observed around the clip, so it was assumed that there was no causal relationship between the clip and the stroke. The patient is still under follow-up.